Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 2088tc st. Jude lead, implanted: (B)(6) 2015, 690r26 heart ring, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited low impedance on the high voltage rv coil which had occurred since implant. The lead remains in use. No patient complications have been reported as a result of this event.